Event description:
Boston scientific received information that this left ventricular lead was no longer pacing and high out of range pacing impedances were noted. This lead was explanted and will be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory the lead was returned severed. The conductor coils were deformed, and the extraction stylet was returned stuck in the lead. The clinical observation could not be confirmed by laboratory analysis and the lead passed continuity testing and was electrically continuous.